Event description:
It was reported that a patient's battery "suddenly stopped delivering therapy". The battery was dead and it was reported that the patient had increased pain with use and an abrupt stop to therapy despite regular recharging. The battery was over discharged and the company representative was unable to interrogate the battery with the clinician programmer. The device was explanted per the patient's request. The patient status was reported as recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the battery was at end-of-service (eos) due to three over-discharges. The ins was received with no telemetry. According to the trace report obtained from the ins after physician-mode-recovery (pmr) recovery, the total recharge count is 81. The last recorded recharge session done while the device was implanted was on the default date (B)(6) 2000 due to over discharge. The device was recharged for 57 minutes; which is the longest duration of the 5 patient recharge sessions. The battery charged from 2.4v to 3.54v. The parameter trend diagnostic section of the trace report shows patient usage occurred on (B)(6) 2010. The battery discharged to the lock mode on (B)(6) 2010. The battery discharges rapidly. Eos bit was reset for analysis. While cleaning the 0-7 port for analysis; the connector coil of balseal #5 was damaged and had to be removed. This caused the ins to fail the final functional test. A connector sleeve from an ins plug was left inside the lower port. It was removed for analysis. The #5 balseal was accidentally damaged and removed. The plug sleeve slid to the end of the port during removal. The end of the sleeve was barely visible inside of the #8 connector. Analysis of the accessory kit found that the ins connector plug pulled off.

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3550-29 lot# n142182, implanted: 2008 (B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.